Manufacturer narrative:
Product ID 37751, serial# unknown; product type recharger product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that a patient attempted to charge last night and had all 8 coupling boxes filled in when the implantable neurostimulator (insr) screen blinked and the patient felt a shock followed by a burning sensation near the implantable neurostimulator (ins). It was noted that the burning sensation went away within seconds. The patient asked for a recharger replacement. It was noted that the manufacturer¿s representative instructed the patient to call in. Sensation near her ins. It was noted that it was determined that the insr was likely not the cause of the shocking. Additional information received reported that the recharger was shutting off, ¿as in the screen was shutting off despite the fact that she has eight bars of contact.¿ it was reported that there was a corresponding shock at the same time the system shut off/screen went blank. It was noted that the manufacturer¿s representative ¿preferred¿ that the recharger be replaced and analyzed because there was no explanation for the equipment shutting off. Additional information received reported a coupling problem. It was stated that the patient was getting 0 boxes shaded when charging the ins. The patient stated that last night was the first time she tried charging her ins since she had it implanted. The patient stated that the previous patient services suggested she try to charge again at another time and the patient stated that the shocking and burning did not occur but now she was having the issue with coupling. The patient stated, she has tried moving the antenna, pushing the antenna toward the ins, and using the insr belt. It was noted that the patient has not had any issues communicating with the programmer. The patient noted that she did still have bandages present and stated that the healthcare professional (hcp) told her she could remove the bandages in 7 days from the surgery. The patient stated her ins was almost empty and she needed to charge her ins, and she wasn't sure if she could wait until (B)(6) 2014 to do this. Additional information received reported that the patient received the replacement charger but still could not get a charge, then the patient clarified she saw the recharging screen but no coupling bars. The caller stated that she tried turning the dial and repositioned the antenna but nothing was working. It was stated that using the antenna locate (al) feature the patient was able to get 2 coupling bars. The caller stated that she normally sat down when she recharged. It was noted that the caller sat down and stated she was able to get 4 coupling bars. It was stated that this resolved the reported coupling issues. Additional information received reported that the patient spoke with the manufacturer¿s representative following the arrival of the new recharger and it was stated that she had no complaints and reported she was charging. It was stated that the patient did not complain of any burning ¿just normal post procedure pain.¿

Manufacturer narrative:
(B)(4).